Manufacturer narrative:
The patient was reimplanted with another cochlear device during the explantation surgery that took place on (B)(6) 2018.

Event description:
It was reported that the patient was explanted (date not reported) due to cholesteatoma at implant site. It is unknown whether there are plans to reimplant the patient, as of the date of this report.